Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with samsung a33 phone, os 13. It was reported that the low glucose alarm failed to sound and the customer experience shaking. The customer was treated with dextrose energy gel provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, in use with samsung a33 phone, os 13 app version 3.4.2.9593. It was reported that the low glucose alarm failed to sound and the customer experience shaking. The customer was treated with dextrose energy gel provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle libre 3 complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported inaccurate readings and missing alarms. Attempted to replicate the user¿s complaint using similar configuration,and successfully received glucose readings and alarm notifications in the application (android 13; 3.4.2.9593) was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.